Manufacturer narrative:
In response to FDA report number: sus voluntary event report (mw5181375). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via regulatory reporting agency voluntary sus medwatch mw5181375 "breast prosthesis that deflated post implantation and deflation of breast prosthesis". This record is for the right side. The device was explanted.